Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer¿s blood glucose level was over 186 mg/dl. The customer reports battery compartment was cracked. Troubleshooting was done for blank display and customer was not called back after receiving a new battery cap. The insulin pump will be returned for analysis.